Event description:
The wire guide was being advanced through the needle into the urinary tract. During the procedure, it felt like part of the wire guide became stuck. Upon an attempt to dislodge, part of the wire guide became detached and remained in situ. No attempt was made to retrieve the separated segment.